Manufacturer narrative:
Additional, corrected, and/or changed data: b5, d1, d4, c1, c3, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the patient also experienced non-device related ¿lumbar disc herniation¿ and ¿urinary tract infection¿ the same day as the ¿lumbar spondylolisthesis¿ and ¿lumbar spondylolysis.¿ the following day, the patient was treated with levofloxacin tablet 1.5 g qd for the ¿urinary tract infection.¿ events are ongoing.

Event description:
Via clinical study, a healthcare professional reported injecting a patient in the intradermal cheek with 3 ml and in the perioral area with 1 ml of juvéderm® volite¿. A month later, the patient was injected in the intradermal cheek with 2.6 ml and in the perioral area with 0.4 ml of juvéderm® volite¿. Six months later, the patient experienced non-device related ¿superficial injury (foot).¿ the next day, the patient was treated with human tetanus immunoglobulin 250 iu. The following month, the patient experienced non-device related ¿abnormal uterine bleeding,¿ and the ¿superficial injury (foot)¿ resolved. The following month, the patient experienced non-device related ¿elevation of blood pressure.¿ the following month, the ¿abnormal uterine bleeding¿ resolved, and the patient experienced non-device related ¿lumbar spondylolisthesis¿ and ¿lumbar spondylolysis.¿ the patient was treated that month with etoricoxib tablet 60 mg qd, diosmin tablet 0.45 g bid, mecobalamin tablet 0.5 mg tid. The ¿elevation of blood pressure,¿ ¿lumbar spondylolisthesis,¿ and ¿lumbar spondylolysis¿ are ongoing. The patient experienced pain in the lower back after being physically exerted three years ago. The pain worsened with heavy lifting or physical exertion and improved with rest. No special attention was paid to it. The patient felt that the symptoms had worsened compared to before, and thus went to the hospital for treatment. Six days later, an MRI of the lumbar spine showed: 1. L5 vertebrae burst dislocation (type ii). 2. Mild degeneration of the lumbar spine; l5/s1 vertebral endplate inflammation (fatty type). 3. Mild protrusion of the intervertebral discs at l3/4 - l5/s1. 4. Small cystic lesion in the sacral canal. 5. Cystic lesion was detected in the right paracolic region. Four days later, a mbar CT scan showed: 1. L5 vertebrae burst dislocation (type ii). 2. Mild degeneration of the lumbar spine, relative surface endplate inflammation of l5/s1 vertebrae. 3. Mild protrusion of the intervertebral discs at l3/4 - l5/s1. Two months later, the outpatient department admitted the patient with "lumbar spondylolisthesis" after being diagnosed. The diagnosis upon admission: 1. Lumbar spondylolisthesis. 2. Lumbar intervertebral disc protrusion. 3. Lumbar degenerative disease. 4. Post-operation of ovary (dermoid cyst removal). 5. Urinary tract infection. 6. Hypertension grade 3 (moderate risk).¿ after admission, the patient's condition was evaluated. The patient's condition was acceptable, and no obvious surgical contraindications were found in the preoperative examinations. The patient underwent a "lumbar interbody fusion surgery, posterior approach + lumbar laminectomy and decompression, 2-3 vertebral bone fusion or re-fusion" under general anesthesia. The surgery went smoothly, and the patient was safely returned to the ward after the operation, with stable vital signs. Four days later, plain radiography examination: post-lumbar surgery changes, mild lumbar degeneration, please combine with clinical conditions. CT examination: CT plain scan (t12-s1) + CT imaging. Examination conclusion: 1. Post-lumbar surgery changes, please combine with clinical history. 2. Mild lumbar degeneration; l4/5 intervertebral disc protrusion. The patient's general condition was acceptable, the pain was significantly relieved, sleep was normal, appetite was acceptable, and defecation and urination were normal. Physical examination: stable vital signs, dry dressing at the hand incision site on the back of the waist, no obvious redness, swelling, or exudation around the surgical incision, good wound healing, normal sensation and movement in both lower limbs, and the patient was discharged 2 days later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "lumbar spondylolisthesis", deemed not device related, is considered an unexpected adverse drug experience.